Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blade broken at the base. A piece approximately .3645" x .0880" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint regarding the cutting head of the instrument broken was confirmed by failure analysis. The probable root cause is attributed to use conditions.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted surgical procedure, the head of harmonic ace instrument broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the broken part of head was completely detached from the instrument. No fragment fell into the patient. The instrument was inspected prior to use with no noted damage. Per surgeon, instrument quality was poor. There was no report of any collision.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. .